Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and the reported issue was also verified. Physio further evaluated the customer¿s device and replaced the battery pins, power pcb assembly and the battery wire harness to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and then the device was returned to the customer for use. Based on the available information the root cause of the reported issue is fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11 as well as worn battery pins. The fretting corrosion on j11/p11 and worn battery pins can increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.